Event description:
During a patient transfer, the carry bar separated at the weldment. The patient did not fall nor was injured. He was able to be transferred safely but the carry bar was removed from service. Prism was told about this incident on (B)(6) 2015.

Manufacturer narrative:
We are still trying to confirm if prism medical or our supplier sold this product to the customer. This investigation is still I progress. Upon completion of the investigation a follow up report with more descriptive codes and corrective action if applicable will be submitted.